Manufacturer narrative:
The t:slim x2 user guide states, "do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer¿s blood glucose (bg) level was not impacted. The customer changed our their infusion set tubing and site. Insulin delivery was resumed, then another occlusion alarm declared. The customer was to change all pump supplies and declined troubleshooting with tandem technical support to determine a possible cause of the occlusion. Reportedly, the customer had been using apidra insulin in the cartridge. Tandem technical support educated the customer on using insulin compatible with the pump.